Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in pacing impedances measuring 1,200 ohms however, is still within normal range. Additionally, thresholds have increased. The health care professional (hcp) is considering a lead revision. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in pacing impedances measuring 1,200 ohms however, is still within normal range. Additionally, thresholds have increased. The health care professional (hcp) is considering a lead revision. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.